Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of subconjunctival haemorrhage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: warnings: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Healthcare professional reported needle tip caused bleeding from the sclera at the place of exit in the left eye during phaco + xen implantation. Phaco was completed successfully without xen implant as a massive subconjunctival haemorrhage developed rapidly to involve the whole conjunctiva and all visibility was lost. There was no eye injury.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: during investigation it was observed that the needle tip was bent. A bent needle tip could potentially cause ¿bleeding from the sclera at the place of exit¿. The manufactured xen systems are 100% inspected in-process at manufacturing under magnification for needle tip damage and defects as required per the manufacturing procedures. The xen gel stents are 100% inspected in-process at manufacturing under magnification for damage, surface irregularities, and for potential occlusion. The suspect unit was received wrapped in bubble wrap loosely placed in the unit carton and was not returned in the molded tray. While it is confirmed the needle tip is bent , it is unknown at this time when the damage to the needle tip occurred or if the bent needle tip did in fact cause the hemorrhaging.

Event description:
Healthcare professional reported needle tip caused bleeding from the sclera at the place of exit in the left eye during phaco + xen implantation. Phaco was completed successfully without xen implant as a massive subconjunctival haemorrhage developed rapidly to involve the whole conjunctiva and all visibility was lost. There was no eye injury.